Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient was occasionally feeling a distinct pushing when they would lay down on their back or side. The sensation would stop when the patient would change positions. Additional information received indicated the patient was seen in clinic. The patient complained of phrenic nerve stimulation symptoms when laying on right side at night, and reported "pulsing" in chest in certain positions. Left ventricular output was decreased to 0.5 volts above threshold. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.